Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button cable was torn damaging the 3.3 volt trace the root cause of the damaged trace cannot be positively identified. There was no adverse event that resulted from the damaged monitor.